Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having trouble finding their ins with their programmer, the programmer wasn¿t working. The patient also reported they didn¿t know if their symptoms were coming back, when asked for clarification no answer was provided. The patient reported having ms and when they sat too long they felt they had to have a bowel movement. The patient stated they were showing their father the remote the day before and they were not sure if they turned the stimulation off, they did increase. A date was not provided for when the device was not working. No further complications were reported.